Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to reset smart device once every other day, advised patient to ensure all background applications are closed except dexcom application. No additional patient or event information is available.